Event description:
The reporter stated the surgeon loaded a 13.2mm micl 13.2 implantable collamer lens and the haptic tore as the lens was being pulled down the cartridge barrel. The lens was partially inserted and was removed with no pt injury. The back-up lens was implanted. The reporter stated the haptic tear was due to user error.

Manufacturer narrative:
(B) (4): eval results (other): visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of dried dark surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B) (4).